Manufacturer narrative:
H6: investigation summary: three photos displaying two shelf cartons and the top and bottom view of a blister pack from batch 7m111 (p/n 309570) were received and evaluated. No defects were observed. A device history review could not be completed as no batch number was provided. Based on the information on the labels from batch 7m111, the product was likely manufactured in 2007. This batch was manufactured prior to the unique device identification requirements that mandated marking individual packaging with expiration date. This batch were manufactured correctly per product design at that time. Please note batch 7m111 was expired as of 2012 and bd does not make claims about the performance or efficacy of expired products.

Event description:
It was reported that 4 syringes 3ml ll w/ndl 25x5/8 rb had no expiration date on their packaging, nor did the box they came in. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "I have 6 boxes of syringes (100 count per box) that do not have an expiration date on the box and packaging".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 4 syringes 3ml ll w/ndl 25x5/8 rb had no expiration date on their packaging, nor did the box they came in. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "I have 6 boxes of syringes (100 count per box) that do not have an expiration date on the box and packaging".